Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during intraoperative procedure of cesarean section, needle was put through the loop as per normal, as it was pulled through to begin a running suture along the wound, the thread snapped just above the loop. New suture had to be opened, to resolve the issue and to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted a loop of a very large ore carrier (v-loc). It appeared that the loop was broken under tension. Upon microscopic inspection, normal material transfer was found at the weld site of the loop. The retainer was inspected with no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.